Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The expiratory valve, bag/vent micro switch and the pop-off membrane were replaced. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to ventilate in both manual or mechanical mode during a case. The patient was manually ventilated through the auxiliary common gas outlet and the unit was replaced out. There was no report of patient injury.